Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the catheter was found to be kinked one day after insertion. The device was replaced. No patient injury or complication reported. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a bag containing multiple catheterization devices. Visual analysis could not be accurately performed as the arterial devices are not visible. A probable cause of the catheter kinking could not be determined from the photos and without the actual sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not reinsert needle into catheter to minimize risk of catheter damage". The IFU also states, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter". The report of a kinked catheter could not be confirmed through examination of the customer supplied photo. The image showed a bag of used arterial catheterization devices; however, it could not be confirmed if the catheters were indeed kinked. The probable cause of the kinked catheter could not be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter was found to be kinked one day after insertion. The device was replaced. No patient injury or complication reported. The patient's condition is reported to be fine.